Event description:
Reporter alleged discrepant results between the blood glucose monitoring device results and a valid lab comparative. Reporter stated at 8:00 am the meter read 278 mg/dl and the lab at 8:08 am was 28 mg/dl. Reporter indicated the result was performed as a repeat test to a different device that had generated discrepant results (refer to medwatch 1823260-2005-04061). R4eporter stated the pt was treated with d50 to elevate glucose levels and there was no action taken based on the device result other than a slight delay in treatment until the lab result was obtained. Reporter indicated controls were used and found to be within an acceptable range. A request was made for the return of the suspect device and replacement product was sent.